Manufacturer narrative:
The customer complaint was that the pump was running and turned off on a patient causing an increase in blood pressure. Testing was performed and pump ran at 999ml/hr for 5hrs on two separate occasions; the device passed. Device logs were reviewed. Mednet logs were reviewed and the device was found to have e346 distal pressure sensor failure. E346 was only found once in the pump. Device was tested and sent back to customer. No parts were replaced. Probable cause is a e346 distal pressure sensor failure. A review of the logs reveled that the pump alarmed e346 distal pressure sensor failure during use and was powered off. The alarm code was identified as the reason the device was powered down.

Event description:
An event involved a plum 360 reported that the patient's blood pressure dropped. Another pump was sourced and programmed to enable ongoing delivery of the drug. The customer is unsure if the pump sounds an audible tone prior to powering off as it happened quickly and unexpectedly. No alarm message was seen as it happened too quickly. The pump was plugged into an outlet. The pump was illuminated, indicating it had power and was functioning. The pump had been plugged into power all morning prior to commencing the infusion. The therapy resumed on a replacement pump. There was a patient involvement, but unknown patient harm.

Manufacturer narrative:
Additional information in b5.

Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01dec2025 has been used as a placeholder. The device has been requested for evaluation- it has not been received. The investigation is pending.

Event description:
A complaint was received regarding a plum 360 in which it was reported by a nurse that the pump turned off while running norad on a patient.